Event description:
A patient reported to the chief of complaints bleeding, painful gums, inflamed, severe periodontal recession and bone loss with furcation involvement on her molars.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.